Manufacturer narrative:
(B) (4). Results and conclusion summation - product performance engineering determined that factors that can affect a loose stent/stent movement inside the body include, but are not limited to, improper or inadequate crimping, positive pressure during product prep, negative pressure during sheath removal, forced sheath removal, handling of the stent, or from an interaction with anatomy and/or a previously implanted stent. It is possible that as the sds was being advanced, the stent subsequently moved and became loose on the balloon during interaction with the tortuous and calcified lesion. A definitive cause for the reported loose stent/stent movement cannot be determined.

Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to pt injury previously. Device issue: loose stent. It was reported that during an attempt to implant a 4.0 x 18 vision stent, it was noticed that upon positioning, the stent became partially separated from the balloon. The balloon was then pushed back with light pressure, and the stent was positioned in the correct spot. No pt effects were reported. No additional event or pt information is available.